Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va327fm implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient presented for interrogation on (B)(6) 2025 and they found normal impedances and sensation. This issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that years ago they had a MRI done and something didn't feel right during the MRI and when they stood up urine came out so they went to see hcp. Hcp ordered CT scan and found that a wire was dislodged (unclear what caused dislodgement) and patient had to have wire and battery replaced. Agent documenting previous situation out of caution as patient stated this happened in in "19 something."